Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient had been off the insulin pump for one month because she has fallen and broken her hip. The patient stated her blood glucose reading had been high recently and she was not sure why. The patient stated she was feeling like she was low but when she checked she was high and also stated she had high blood sugars prior to using the insulin pump and since using the insulin pump she had an increase. The patient stated the other night her blood glucose level was in the 500's. The patient also stated that her meter will not communicate with the insulin pump. Troubleshooting was performed. Customer declined to perform the hp test until they got back home where they could perform the test. The device will not be replaced. The insulin pump will not be returned for analysis.